Event description:
A female patient who received op-1 putty in 2004, was hospitalized nine days later, after an episode of severe chest pain traveling to both her arm and jaw, which was diagnosed as myocardial infarction. She was immediately sent to the catheterization lab where a stent was placed. The event was resolved. She additionally experienced slower healing, a little bit of gaping at the very top of her incision, and a small area of some necrosed fat on the most proximal portion of her wound, which were deemed nonserious. The outcome of the nonserious events are unknown. The surgeon does not suspect the events were related to the use of the products.